Event description:
It was reported that the patient presented remotely via merlin.net transmission. Analysis on the transmission showed that the noise was seen on the patient's right atrial (ra) lead. No intervention was performed and patient will continued to be monitored. The patient was stable throughout.

Manufacturer narrative:
UDI not available as product was manufactured on or before 23 sep 2014.